Event description:
Olympus support assistant (denmark) was informed that during receipt inspection of an asset/loaner ultrasonic probe, the medical technician at the user facility found the tip of the probe unit to be ¿falling off¿. No patient involvement was reported. The device will be returned to olympus for evaluation.

Manufacturer narrative:
The device was returned and forwarded to the legal manufacturer for further investigation. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide a correction for g2 and additional information based on the legal manufacturer's device evaluation and final investigation. G2 checked 'other' to add the country denmark. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device evaluation by the legal manufacturer found a fracture in distal end sheath, the fracture surface was not flat and there were scratches on the transparent sheath of the tip sheath. Based on the results of the investigation, the cause of the tip of the probe unit falling off was likely from the fracture surface not flat which attributed to deterioration. The scratch on the transparent sheath was likely caused by an external force being applied to the distal end sheath which may lead to fracturing of the device. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.